Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon catheter ruptured at 14 atms upon first inflation. The calcified 90% stenosed lesion was located in the left circumflex artery. The procedure was successfully completed with the use of another quantum maverick monorail balloon. Pt status is reported as "good".